Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported on the night shift of 4-6, when intravenously injecting 50% glucose injection at 7:00, it was found that the catheter was ruptured and the drug leaked, and it was immediately reported to the nursing team leader and the doctor on duty. The infusion was continued with an indwelling peripheral needle. The tube has been on the patient for two months, and no other instruments are used at the same time when intravenous injection of 50% glucose injection, there is no external force, and the tube is ruptured. No other information was provided.